Event description:
It is reported that a resolute integrity drug eluting stent was implanted in a patient 8 days past its expiry date. The device was removed from packaging per IFU with no issues noted. No patient complications were reported.

Manufacturer narrative:
Evaluation, results: shelf life exceeded (stent used approximately 8 days post ubd); device performed according to specifications (no malfunction or patient complications reported); no results available since no evaluation was performed (stent implanted); none (no device returned). Conclusion: no device failure (no malfunction or patient complications reported); device not returned ( stent implanted). (B)(4).